Event description:
Boston scientific received information that this patient was presented to the hospital due to sick sinus syndrome with av block. The device was checked and no pacing was seen on this right ventricular lead which resulted in asystole for > 2 seconds. It was difficult to explant this right ventricular lead, thus the lead was capped and remains in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.